Event description:
This event involved a patient 1 year and 11 months after heartware lvad implantation who experienced power source change in the controller earlier than expected followed by a pump stop. The patient reported that this event had happened 21 days before. The issue was identified by the vad technician who reviewed the alarm logs and confirmed a critical battery. The batteries were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00332 and 00333) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00332 and 00333) submitted for devices related to the same event.